Manufacturer narrative:
Other, other text: g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, cracked water tank cover worn block assembly, and stripped threads on interlock block. Per functional testing, when the device was turned on it was leaking from the bottom left side of the water tank and the main block assembly. The complaint was confirmed. The root cause was the water tank cover was cracked and the main block worn out. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the cracked cover, main block, and interlock block assembly. Replaced o-rings, reservoir gasket, tank cover and performed preventative maintenance (pm). The device passed all functional and delivery tests.

Manufacturer narrative:
UDI section of device identification and date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking water. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.